Event description:
The customer reported that while cutting through the omentum, the device would no longer open. Another device was used to resect tissue around the jaws and remove the instrument. Another device was used to complete the procedure without incident. There was no pt injury.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2012. The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.